Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was suspected the results of 160 mmol/l for sodium and 120 mmol/l for chloride were caused by multiplication of the results of the manually diluted samples which were displayed as > 80 mmol/l for sodium and >60 mmol/l for chloride. As the original result printouts could not be provided, this could not be confirmed.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high ise indirect na, k, ci for gen.2 sodium and chloride results for one patient sample. The sodium result was 170 mmol/l. With a 1:2 dilution, the result was 160 mmol/l. The result from an au5800 analyzer was 127.2 mmol/l. The result from a point of care device was 138 mmol/l. The chloride result with a 1:2 dilution was 120 mmol/l. The result from an au5800 analyzer was 100.3 mmol/l. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. The patient was not adversely affected. The sodium electrode lot number was w10. The expiration date was requested but it was not provided. The chloride electrode lot number and expiration date were requested but were not provided. The customer stated due to the patient's myeloma, the sample was very viscous. The customer expected the sodium result to be low.